Event description:
A third party biomed reported that the device therapy cable connector had an intermittent connection when moved. The device dumped charged energy and was unable to provide defibrillation therapy when the issue occurred. There was no report of patient involvement associated with the event.

Manufacturer narrative:
Follow up with the third party biomed confirmed that replacement of the therapy connector assembly resolved the reported device failure. The device was repaired and returned to the customer for use. The removed therapy connector was not returned to physio-control for analysis.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy connector replacement part number information. The device was not returned to physio-control for analysis/repair.